Manufacturer narrative:
Additional devices listed in this report: cat 40-35612, lot code unknown. Cat 40-35614, lot code unknown. Cat 40-35618, lot code unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device disposition is unknown.

Event description:
As reported: "communication from patient who has had variax fibula plate implanted. It is uncertain whether the variax fibula plate is associated with long term allergy symptoms, though unlikely since there is no copper component in the variax fibula plate/screw system."